Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02022. It was reported that the patient presented to clinic for follow-up. Interrogation of the pacemaker revealed episodes of noise reversion on the electrograms. The patient was in stable condition. It was later reported that the right ventricular lead was oversensing the noise, and there were instances of pacing inhibition as a result. Additionally, there were some episodes of noise seen on the right atrial lead, and it is unknown if it was oversensed. The patient reported feeling tired and short of breath, but it is unknown if the symptoms were related to the pacing inhibition or unrelated health issues. The patient was dependent, so the physician decided to cap and replace both leads during a routine generator replacement on (B)(6) 2020. The patient was in stable condition throughout.